Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. Bs9461 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, pelvic pain female, nickel sensitivity, menorrhagia, dysmenorrhea and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotic hyst. {full}, salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the allergy to metals, rash, skin disorder, fatigue, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, fatigue, headache, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for pain, nickel allergy, rash, skin condition, fatigue, dental problem, headaches, nausea ,weight gain and nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, unspecified (unknown). Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B59461, bs9461-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, pelvic pain female, nickel sensitivity, menorrhagia, dysmenorrhea and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotic hyst. {full}, salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the allergy to metals, rash, skin disorder, fatigue, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, fatigue, headache, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for pain, nickel allergy, rash, skin condition, fatigue, dental problem, headaches, nausea ,weight gain and nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, unspecified (unknown). Lot number reported bs9461 is invalid. Lot number: b59461, manufacturing date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), tooth disorder ("dental problem"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. {full}, salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the allergy to metals, rash, skin disorder, fatigue, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, fatigue, headache, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for pain, nickel allergy, rash, skin condition, fatigue, dental problem, headaches, nausea ,weight gain and nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted, unspecified (unknown). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received, event coding changed from injury to new event pain, nickel allergy, rash, skin condition, fatigue, dental problem, headaches, nausea, weight gain, patient dob were added, reporter address updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.